Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed a bubble inside the lumen area of the notch area adjacent to the sense b electrode where a crack was noted to be to the surface and appeared partially into the insulation.

Event description:
It was reported that the electrode was explanted during an elective upgrade procedure where the patient was changed out to a transvenous cardiac resynchronization therapy defibrillator (crt-d) system. There were no field allegations against the electrode laboratory analysis identified a performance issue with the electrode. No adverse patient effects were reported.